Event description:
It was reported the surgistool was tipping over when the caregiver was sitting on it, after the customer had removed the backrest.

Manufacturer narrative:
The customer removed the backrest of the stool. A stryker field service technician identified the seat section was installed backwards on the stool allegedly altering the center of gravity. It is unknown if the seat was installed backwards by the manufacturer or if it was removed and reinstalled incorrectly by the customer when the backrest was removed.